Event description:
It was reported that insulin gauge on pump displayed amount different than expected, showing empty cartridge when caller believed there were about 200 units remaining. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, declined further email resources, and was advised by technical support to call back for troubleshooting if problem occurred again, which caller acknowledged, and no additional follow-up information was obtained as customer declined further contact.